Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 500 mg/dl while shaving. The patient reportedly experienced vomiting with unspecified ketone level; but did not require medical intervention. The reporter stated the patient was sick and was unable to troubleshoot the device and was not sure if it was pump related. The patient reportedly remained on the pump. Animas customer technical support made multiple attempts to obtain additional information and was unsuccessful. There was no additional information available for this complaint. This complaint is being reported because the patient experienced hyperglycemia and it is unclear whether it was due unrelated health issue, misuse of the pump or pump malfunction.